Manufacturer narrative:
The user reported that the charging port and the charger were sticking and melted. The controller was returned for investigation. The charging cable and adapter were not returned. The charging port showed evidence of thermal damage. Further inspection found evidence of debris with fibers and a piece of red debris between the pcb and receptacle. Physical damage was observed to the charging port of the controller. The screen of the controller was observed to be cracked. The back cover and second interior back cover were removed for further inspection of the controller. The fluid ingress indicators on the pcbs were inspected and were observed to be white, indicating that they did not come into contact with any fluid. No download data was obtained as the device was not plugged in due to the thermal damage observed at the charging port. Cloud logs were not uploaded by the user. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. It could not conclusively be determined if the observed debris caused the reported thermal event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the charging port was melted.